Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility retained the tip of the brush for diagnostic purposes. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a radial endobronchial ultrasound (ebus) procedure, the cytology brush penetrated the patient¿s lung and became lodged in the bronchial wall. There was minor bleeding reported as the patient loss less than 5cc. Although the cysto brush was inserted into the sheath and advanced easily, the surgical tech reported resistance while attempting to turn the brush at the handle. The user facility also reported after multiple unsuccessful attempts to retract the brush and adjust the scope¿s angulation, a decision was made to remove the bronchoscope and brush at the same time. A second bronchoscope was inserted through patient¿s vocal cords to look for possible kinks that may be causing the wire to remain; however, no anomalies were found. The wire and sheath were cut to allow removal of the slim bronchoscope, the large sheath, and the sheath attached to the brush. The patient was then intubated and transferred to the operating room for further sedation and the administration of a paralytic. The endotracheal tube (ett) was removed and the brush was retrieved using a 12mm ventilating rigid bronchoscope. The intended procedure was completed using a different device. Additionally, the user facility reported that the brush was visually inspected for damage and no anomalies were found.

Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacture¿s device evaluation results. The wire of the brush was returned to olympus for evaluation but the rest of the device was not returned for evaluation. A visual inspection was performed and noted foreign material and the wire seemed to have been cut. No further investigation could be performed as the whole device was not returned. The exact cause of the reported phenomenon could not be conclusively determined; however, the most likely cause for the reported event can be attributed to the user¿s technique. The instruction manual warns users ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation until the instrument passes smoothly. Forcing the instrument could cause patient injury, such as punctures, hemorrhages or mucous membrane damage, and could damage the endoscope and/or instrument.¿